Event description:
It was reported that the user experienced an insulin occlusion alarm and later found a defective ilet cartridge that leaked approximately half a vial of insulin into the pump over 12¿14 hours, resulting in sustained hyperglycemia above 400 mg/dl; after the cartridge was replaced and the pump was rewound, glucose values began to decline toward 390 mg/dl. Investigation of this case revealed a leak consistent with a seal issue associated with the reservoir component, aligning with a device leak/splash problem. Symptoms included hyperglycemia with confusion/disorientation, headache, fatigue, muscle weakness, blurred vision, sweating, and urinary frequency. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.